Manufacturer narrative:
In the initial MDR report the unique identifier (UDI#) was listed as unknown. In this report it has been corrected to (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Expiration date(s) and unique identifier (UDI#): unknown as the lot numbers were not provided if implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). Device manufacture date(s): unknown, because the lot numbers were not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon has experienced a case where fragments of the cartridge were broken into the patients'' eyes during the implantation of the intraocular lenses (iol). No further information was provided.

Manufacturer narrative:
Device evaluation: the product was not available for investigation. The reported issue was not verified. Manufacturing records review: the serial number is unknown; therefore, the manufacturing record review and complaint history review could not be performed. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.